Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' an impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing condition noted on the per is bruxism. The reported device location is 44 and length of usage is approximately 5 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use- prosthetics for zimmer dental implant systems (IFU 4894 rev 6 - 08/19) information identified: 'warnings' 'precautions' 'contraindications' documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review was completed for the subject lot number (62692334). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62692334) for similar event and five other relevant complaints were identified: (B)(4). December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Explant date unknown / not provided. PMA/510(k) number:k013227.

Event description:
It was reported implant fracture. Implant remains in patient's mouth. Patient had inflammation.